Event description:
It was reported that the ilet user experienced an urgent low glucose episode with a fingerstick value of 45 mg/dl after what appears to have been an accidental duplicate lunch announcement, for which the user was advised to follow the 15-15 rule and use oral glucose. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of carbohydrate intake to treat minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an accidental meal announcement, linked to user interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.